Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead implanted: (B)(6) 2005, 5076-52 lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced a systemic infection approximately two months after the implant procedure. It was also noted the superior vena cava (svc) coil of the right ventricular (rv) lead experienced high impedance. The implantable cardioverter defibrillator (ICD) was explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.